Event description:
Customer reported that battery life was not as long as it used to be and the touch screen was unresponsive or lagged. There was no adverse impact to the customer¿s blood glucose level. Customer declined further assistance and troubleshooting, and a new pump was going to be processed via insurance.